Event description:
Catalog number, product name, etc: 329705. Lot no. (Serial number, etc.): unknown. Agency: xxxxxxx. Occurred on: aug 1, 2024. Hypodermic needle injury: no. Other handling: no. Return: none. Details of the event: the back needle in the rubber tip was broken when using asd, residue (was stuck to it). Inquiry if such event has occurred in the past. When attaching the needle, maybe it was bent. Remember to attach it straight in. Report: not needed replacement product: not needed. Batch # unknown.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (component code, type of investigation, & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.